Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that pump alarms were being recorded as occurring on (B)(6) 2008 at 12:00 am and (B)(6) 2008 at 1:00 am. However, when the pump is rebooted, the time and the date remain correct. This complaint is being reported because it may result in over- or under-delivery due to running the incorrect time segment. There was no indication that the product caused or contributed to an adverse event.